Event description:
Physician attempting to do an angioplasty on a brachial a-v, arterial-venous dialysis shunt. The catheter was inserted into the brachial artery. The assistant noted blood coming back, which indicates a problem with the balloon. The catheter was removed and half of the balloon was noted to be missing. The patient went for emergent surgical removal of the balloon. The surgeon noted plaque in the area which may have contributed to event. Pt recovered. The nurse noted that the balloon had dissected around the circumference of the balloon, not longitudinally as would be more the expectation.